Manufacturer narrative:
The device(s) has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided. Per 21 cfr part 803.56 not enough information has been provided about each identified patient and/or device mentioned. Therefore, one emdr is being submitted for multiple reportable events, identified in the literature search.

Event description:
Per in vivo study: "complications sometimes also occur with piccs; however, most complications are not lethal, such as venous thrombosis and infection, resulting in catheter failure and the need for catheter removal." (P. 877) "the incidence of infection with or without luminal thrombus... (N=5)." (P. 878). Reference: effectiveness of synthetic polymer-coated peripherally inserted central catheter in patients with advanced cancer yuta takezawa, kouji izumi, taiki kamijima, kazuaki machioka, takashi shima, hiroaki iwamoto, takahiro nohara, kazuyoshi shigehara, yoshifumi kadono, chikashi seto, and atsushi mizokami.